Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump has emitted random loss of prime warnings despite changing the cartridge. It was reported that there was no power loss and that the cartridge cap was secure. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/24/2014 with the following findings: there was no evidence of any loss of prime recorded in the black box history. There were no loss of prime warnings during investigation. The pump successfully completed a rewind, load, and prime sequence. The force sensor calibration was out of specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.